Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2023, it was reported that infusion set's cannula detached from the plastic plate. No further information available.